Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for evaluation. The distal segment of the returned guide wire was deformed into a hook. Its coil wire was found fractured and stretched for approximately 10mm distal to the mid solder originally located at 20mm from the wire tip. The fracture end of the coil wire showed necking caused by tensile stress. Under the stretched coil wire, the inner coil wire and fractured core were exposed. The exposed core wire was found fractured at approximately 1mm distal to the distal end of the inner coil wire. Microscopic observation of the fractured core found core composing fine wires (straight core wire and twist wire) were fractured at the same location. Every fracture end of the core composing fine wires showed necking caused by tensile stress. Measurement of the remaining core suggested that approximately 7mm of the core composing fine wires and approximately 19mm of the coil wire with the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress was applied on the guide wire while the wire tip was being trapped by the stent. When the tensile stress exceeded the product's design limit, it made the guide wire to fracture and separated into two pieces. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified 90-99% occlusion in #7 segment of the left anterior descending artery (lad). An asahi guide wire was advanced to the main stream of the lad. After stent deployment in #7, the guide wire was redelivered into the d1 branch to perform balloon dilatation. The guide wire was then redelivered to the main stream of the lad to deliver an ivus catheter when it interfered with the edge of the deployed stent. As the ivus catheter would not go further, the guide wire was removed when it also interfered with the stent edge. Further force was applied to remove the guide wire when about 2cm of the tip segment was found detached. Another stent was deployed in #6 and the separated tip was stented to the arterial wall. The procedure was completed after stable hemodynamics was confirmed. The physician commented that the deployed stent might get deformed by the ivus catheter during delivery. The guide wire that was delivered after that might be advanced through deformed stent struts, and therefore, got trapped. The patient was fine without problem after the procedure.